Event description:
It was reported that the patient was implanted with ncb pp dist fem plate, l, 15 h, l. 317mm on the left side in (B)(6) 2014. In (B)(6) 2014 the patient was revised due to breakage of the dist fem plate.

Manufacturer narrative:
The manufacturer did not receive device, x-rays or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).